Manufacturer narrative:
The following fields were updated due to additional information: one 2000e7d sample was received for investigation of complaint reference (B)(4). No packaging was received with the sample; however, the customer has indicated that the lot number is 1013763. Some residual fluid was present including a trace amount of residual blood on the smartsite female luer adaptor (fla). The customer has indicated that the smartsite had been in use for a period of approximately six hours before the leakage was observed. Functional testing of the sample confirmed the customer's experience as leakage was observed from the blue piston of the smartsite; upon closer inspection it was noted that there was a small hole in the piston. The details of this feedback were forwarded to the manufacturing site of the 2000e7d for investigation. It was not possible to conclusively determine the cause of the damage to the smartsite piston in this instance; however it is unlikely to have occurred as a result of a manufacturing defect as any such damage would likely have been identified during initial use and in this instance the customer has indicated that a period of approximately six hours had elapsed before the leakage was observed. Furthermore, a review of the production records for lot 1013763 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e7d product.

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) experienced leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter: leakage of blood at smartsite. When a nurse locked IV catheter by this smartsite, blood was leaked outside. It looks the valve doesn't work completely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) experienced leakage and device damage/deformation while still considered operable. The following information was provided by the initial reporter: leakage of blood at smartsite. When a nurse locked IV catheter by this smartsite, blood was leaked outside. It looks the valve doesn't work completely.